Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 293 mg/dl, 176 mg/dl, and 331 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.